Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. Boston scientific technical services (ts) stated that there could be premature battery depletion (pbd) and suggested having an analysis. This device was explanted, and a new device was implanted. No additional adverse patient effects were reported.